Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the description of the event and the photo provided, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated during use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: c-section. Event description: [hospital], model #: g6313, lot #: 1516917. The device ripped. They did not replace with a new alexis, and metal retractors were used to complete the procedure. No harm to patient. The device will not be returning and was discarded. Intervention: metal retractors were used. Patient status: no harm to patient.

Event description:
Procedure performed: c-section. Event description: [hospital], model #: g6313, lot #: 1516917. The device ripped. They did not replace with a new alexis, and metal retractors were used to complete the procedure. No harm to patient. The device will not be returning and was discarded. Please refer to attachments for photos. Intervention: metal retractors were used. Patient status: no harm to patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.